Manufacturer narrative:
Model number/catalog number: sc-8416-70, serial number: (B)(4), batch/lot number: 7024214, model/catalog description: artisan MRI paddle lead 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had an infection. The patient underwent an ipg and lead replacement procedure and was doing well postoperatively.